Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus inspection engineer reported that upon device return and evaluation (by the olympus repair center), the high-definition lcd monitor had experienced a self-reboot and would not power up. The issue was found with incoming device evaluation, and there was no report of patient harm or procedural impact associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by the olympus repair center, and the high-definition lcd monitor had experienced a self-reboot and would not power up. A stain on the monitor was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.